Event description:
A carefusion module was programmed to run avastin at 222ml/hr for thirty minutes and it ran for one hour and nine minutes. The patient had been given premedication and other chemo meds using this same pump without any issues. The pump was sequestered and sent to biomed for evaluation. There was no harm to the patient.